Event description:
Customer called to report damage to the insulin pump. Customer stated that a crack can be seen on the reservoir compartment. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked case at display window corner, cracked lcd window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.